Event description:
During laparoscopic procedure cable connector that plugs into the instrument (1-hook electrode, 8383.421) popped, sparked and burned in two pieces. There was no staff or patient injury. The cable was replaced and finished surgery without any further complications.